Event description:
It was reported that a vented paclitaxel set would not drain solution and seemed blocked. This occurred during priming of the device with an unknown drug solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. The device was visually inspected and functionally tested. No issues were noted and flow was observed with the unit during gravity testing. The reported problem could not be verified. The sample met product specifications. Should additional relevant information become available, a follow-up MDR will be submitted.